Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed error power-up test fail code #14. The iabp was exchanged to continue therapy. There was no patient injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 contact person ¿ mfg site, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: h6 medical device ¿ problem code. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. One instance was found within the logs. The fse attempted the replacement of two scroll compressors and a temperature sensor with no success. The fse could not duplicate the reported malfunction. The fse did not suspect that the scroll compressor was bad. The fse replaced the drive manifold assembly as a precaution. This was the only part that the fse ended up replacing. The fse performed safety, calibration, and functionality checks to factory specifications. The iabp was released to the customer and cleared for use. The failure analysis and testing dept. Received part with a reported unit failure of a powerup test fail code 14. The fat performed a visual inspection and found the part to be in good condition. The fat installed the manifold in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure was confirmed.